Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted. 3/20 3:14 pm to 3:17 pm - they were missing the patient rhythms, then the unit rebooted. 3/20 3:32 pm to 3:35 pm - the cns rebooted by itself. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) rebooted. 3/20 3:14 pm to 3:17 pm - they were missing the patient rhythms, then the unit rebooted. 3/20 3:32 pm to 3:35 pm - the cns rebooted by itself. No patient harm was reported.